Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to unlock. The customer attempted to recover the failed drawer, but it continued to display requires maintenance. The customer rebooted the device, but the issue persisted. They also attempted additional troubleshooting by unplugging the power cord from the back of the station, waiting 2 to 5 minutes, reconnecting the power, and restarting the unit. Despite these steps, the drawer remained failed and could not be recovered. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system failed to unlock. A field service engineer (fse) logged into the hardware test application (hta) and was unable to get the latch to open. The device was shut down, and the latch was replaced. After rebooting and testing again, the issue persisted. The fse then replaced the controller board and rebooted the device. The communication sled in the main unit was also replaced. The fse tested the rm in the hardware test application (hta) and rebooted the application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.